Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The lead remained implanted and would be revaluated at the patient next device change. Patient monitoring would continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.